Manufacturer narrative:
Initial and final MDR 1954464 - MDR 3003442380-2024-23304 - device 2 of 5 h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, reported that patient faced 5 infusion set tubing hub damage. Infusion set has been used less than 24 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available